Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level that is over 100 mg/dl. The customer stated that she has to suspend the device to avoid overdelivery of insulin. Blood glucose level at the time of the call was 275 mg/dl. The customer reported that she recently had a blood glucose level of 58 mg/dl and had been experiencing low blood glucose levels for about one month leading up to the call. The customer was advised that the sensors would be replaced but did not return the products for analysis.